Event description:
The customer reports back to back results using two lots of strips; hi using lot 549223, compared to 46 mg/dl using lot 549510. No report of an adverse event. Controls were not run. Return requested and replacement was sent.